Event description:
Lap chole - "dr. Had little space to clip artery and duct, because of the feeder guard, when first clip was fired, tried to fire right next to first clip but guard got in the way and the clip fell off duct. Fired again and worked, fired second clip next to first and clipped over first clip because guard was in the way again. Was able to finally get the clips aligned so they were not fired on top of one another. Dr. Is concerned because he cannot see when he turns the clip applier over to fire top clip on cystic duct. He feels like he is blindly firing because the guard is in the way. He is also concerned with the mechanism with the handle because when he has a bleeder, he is now not able to rapid fire to stop the bleeding." Patient status - "good."

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering actuated the device; the second and third clip did not pass the vertical alignment gauge. The unit was disassembled for further evaluation and met all specifications. Engineering recently implemented device enhancements to all ca090 to improve the reliability of the clip applier. The increase in feeder guard thickness most likely resulted in the customer's experience of "feeling blind." All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly process. As a part of this process, each unit is inspected for clip feeding and closure during manufacturing prior to packaging. This document represents our final report.

Manufacturer narrative:
Ra has received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.